Manufacturer narrative:
Three used devices from the same lot were returned for investigation. The devices were visually inspected and there were no damages or anomalies observed. During the filling process, a leak was observed between the tubing and female luer of the cassette. Further inspection of the bond showed spotty solvent coverage at the tube luer bond. This was observed for all three (3) cassettes tested. The complaint of leakage can be confirmed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the cassettes are leaking at the connection of the tubing and the yellow plastic connector. The incidents occurred during filling. There was no patient involvement and no harm or adverse event reported.